Event description:
It was reported that there was an alert on this cardiac resynchronization therapy pacemaker (crt-p) system for right atrial (ra) lead pacing impedance being out of range. Technical services (ts) analyzed device data and found that the impedance measurement was greater than 3000 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. While in unipolar, there was oversensing of myopotential noise resulting in false atrial tachy response (atr) episodes. Also, there were stored signal artifact monitor (sam) episodes with minute ventilation (mv) oversensing. The sam sensor became disabled after the second episode. Technical services (ts) suggested in-clinic testing. No additional adverse patient effects were reported. Currently, this crt-p system remains in service.